Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Needle knife breakage near the distal end can occur if the product experiences limited movement of the needle knife during electrocautery application. The instructions for use warns: "it is essential to move the cutting wire while applying current. Maintaining the cutting wire in one position may cause excessive focal coagulation, charring of tissue and/or damage to the cutting wire." Prior to distribution, all huibregtse triple lumen needle knives are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook huibregtse triple lumen needle knife. It was reported that during the procedure, the needle knife tip fractured, reducing the original 4-millimeter needle length to approximately 3 millimeters. A replacement hpc-3 was then used to finish the preliminary incision. According to the initial reporter, a section of the device did not remain inside the patient¿s body. No information was provided on how the fractured piece was removed from the patient. The patient did not require any additional procedures and did not experience any adverse effects due to this occurrence.